Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station got disconnected and unable to reconnect to the network. User confirmed that it was repeated issue happening most often over the weekend but occasionally during the week as well. Station went to critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station connection was repeatedly disconnected, most often over the weekend but occasionally during the week as well. The field service engineer (fse) had reinstalled the network driver and reconfigured the static internet protocol (ip) address. The fse had also pushed a power management package from remote support service (rss) to disable power management. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station got disconnected and unable to reconnect to the network. User confirmed that it was repeated issue happening most often over the weekend but occasionally during the week as well. Station went to critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.